Manufacturer narrative:
The device was not returned; however, further investigation of other returned grounding pads from the same batch revealed the grounding pads were assembled with the clear film on the inside layer of the blue liner.

Event description:
Related manufacturing ref: 2182269-2019-00132, 2182269-2019-00134, 2182269-2019-00135, 2182269-2019-00136, 2182269-2019-00137, 2182269-2019-00138, 2182269-2019-00140, 2182269-2019-00141, 2182269-2019-00142, 2182269-2019-00143, 2182269-2019-00144, 2182269-2019-00145, 2182269-2019-00146, 2182269-2019-00147, 2182269-2019-00148, 2182269-2019-00149, 2182269-2019-00150, 2182269-2019-00153. This report is to advise of an event during analysis confirming the clear film of the grounding pad was assembled on the inside layer of the blue liner which may have resulted in the reported first degree burn that occurred during a left cervical ablation procedure.